Event description:
It was reported that the insulin pump alarmed no delivery. Troubleshooting was performed, and the insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. Unable to confirm the excessive no delivery alarms due to the prime anomaly. The insulin pump also had a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.